Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: I xw1812c80ct, serial/lot #: (B)(4), ubd: 18-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported that CT performed 11 years and 7 months later showed a type iiia endoleak between the stent grafts. Two endurant ii stent graft limbs were implanted to bridge the endoleak the next day and the endoleak was reported to be resolved. As per the physician, the cause of the event was due to anatomy and due to a right common iliac artery aneurysm. No additional clinical sequelae were reported and the patient is fine.